Event description:
I had an MRI of the brain. I have had severe shoulder and neck tension ever since. I have strong pressure in my temples. Yesterday my lower back stiffened and I had trouble walking from a sitting position. I have taken aspirin, gotten massages, applied mineral ice, and went in a hot tub, trying to alleviate the problems. Nothing has gotten better, only worse. When I called the facility on thursday because nothing was getting any better, they said they used a 3.0 for a period of 25+ minutes, but only ringing in the ears has ever been reported as a side effect.